Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned femoral revealed some bone cement and signs of wear. The visual for the insert revealed scratches and gouges in the surface of the device. The visual of the tibial baseplate revealed scratches and discoloration. All devices show signs of wear. The clinical/medical investigation concluded that, per case details, the patient underwent a revision due to an unspecified infection approximately two (2) weeks after a right total knee arthroplasty surgery was performed. A review of the four provided photos appears to show the returned tibial baseplate, femoral component and poly insert; however, the images do not provide insight into the reported infection. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported infection and revision cannot be determined and patient¿s current health status is reportedly good. Therefore, no further clinical/medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that acute post-surgical infection and active, local infection or previous intra-articular infections have been identified as possible adverse effects and contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery was performed on (B)(6) 2023, the patient presented an infection and a revision surgery had to be performed on (B)(6) 2023. Current health status of the patient reported as good. No further information available.